Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the right superficial femoral artery, the fox sv balloon catheter was successfully inflated at 12 atmospheres (atm) for the first dilatation. During the second dilatation, the balloon ruptured when inflated at 15 atm. The procedure was completed using another balloon catheter. There was no adverse pt effect. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.